Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow up medwatch wil be submitted once the investigation is completed.

Event description:
It was reported that oscillating saw did not work. The surgery was completed by another device. The surgery delay was 1 hour because the new device needed to be sterilize. There were no harm or no injury to patient or operator.